Manufacturer narrative:
(B)(4). The service engineer evaluated the device and did not duplicate the alleged malfunction. The unit passed extended self-testing.

Event description:
The customer reported that an 840 ventilator was inoperable. The ventilator was not on a patient at the time of the event.